Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced pain at the stoma site and resistance to mobilize the peg tube. In (B)(6) 2018, the patient experienced an abscess on the internal side of stoma. On an unreported date, the abscess had "popped" and the peg tube was able to be mobilized with decreasing stoma site pain. The patient was discharged home with treatment of oral antibiotic amoxicillin.